Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. A replacement pump with updated software was arranged to be sent to the customer, who will rely on an alternative method of insulin therapy.